Event description:
After using complete moisture plus as suggested by our family eye dr for the last 6 years -we stopped using it after the recall- and then starting using it again once the factory was supposedly cleaned up. My child, as long ago as two years has experienced all the symptoms. I recently took her to see an eye surgeon, and he confirmed the diagnosis. She is currently using tobradex 4x daily and "pataday." She is unable to drive a car as her vision has not stabilized and they have been unable to get a prescription eyeglass lens to allow her to see 20/20. We are seeing the dr on a weekly basis. Dose or amount: lens amount, frequency: daily. Route: other. Dates of use: 2001 - 2007. Diagnosis or reason for use: contact lens solution.